Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle, air/water tube, auxiliary tube and suction tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.